Event description:
Pump was reported to overinfuse during use on a patient. The pump was setup to infuse an unknown size bag of heparin at 12ml/hr at 11:15. At 18:30, the pump was running fine and the rate was increased to 13ml/hr. Approximately 1 1/2 hours later, the bag was empty. The patient's ptt levels were drawn and were greater than 249. Biomed is unsure if medical intervention was needed to stabilize the patient. No patient injury resulted.